Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient presented to the emergency room with minor chest pain. The device was interrogated and it was found to have no capture. On the right ventricular (rv) lead as well as high pacing threshold measurements. X-ray was taken and found a perforation of the heart wall with the rv lead. Surgical intervention was taken to explant the rv lead. The patient was monitored via transesophageal echocardiography and no pericardial effusion was seen. A new lead was successfully implanted. No additional adverse patient effects were reported.